Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that rebooting failed despite turning on the power. To computer fans worked sometimes and stopped at other times repeatedly. Navigation was aborted causing less than an hour in delay. No impact on patient outcome.

Manufacturer narrative:
Correction: the patient information is not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stated that the freezing occurred frequently due to the vulnerability of computer hardware. When the freeze occurred, the power was forcibly disconnected and rebooting was performed, but the screen remained dark and no signal was indicated. A report had been obtained that the computer fans were on sometimes and off at other times. The procedure was completed by the use of a backup computer.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that rebooting failed despite turning on the power. To computer fans worked sometimes and stopped at other times repeatedly. Navigation was aborted causing less than an hour in delay. No impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. During initial power up the computer started power cycling on its own. After re-seating the ram modules the computer passed the tests without errors. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.